Event description:
A customer reported blood glucose results of 139 with a lifescan meter and 100 on a lab device, performed within 10 mins of each other. Based on statistical methodology, the calculated difference of these glucose results exceed the expected value of <20% and/or <20mg/dl-or in the case of intervening treatment, the expected value of <3mg/dl-thereby indicating a potential malfunction of the meter in terms of accuracy.